Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, inappropriate auto-mode switch episodes due to competitive atrial pacing were observed. Patient was asymptomatic. No programming changes were made. The patient was stable and will continue to be monitored.